Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including cancer, chronic obstructive pulmonary disease, deep venous thrombosis, diabetes, atrial fibrillation, ischemic heart disease, hyperlipidemia, hypertension, pulmonary emboli, and renal insufficiency. Complications reported included device embolization, stroke, transient ischemic attack, embolism/embolus, infection, atrial fibrillation, unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: percutaneous closure of patent foramen ovale after cryptogenic stroke ¿ a comparison between patients < 60 versus = 60 years-of-age b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of patent foramen ovale after cryptogenic stroke ¿ a comparison between patients < 60 versus = 60 years-of-age", was reviewed. This research article is a retrospective multicenter experience to evaluate the short- and long-term safety and efficacy of percutaneous patent foramen ovale (pfo) closure in patients aged greater than or equal to 60 years with cryptogenic stroke by comparing the incidences of recurrent stroke or transient ischemic attack (tia), atrial fibrillation, and paradoxical embolization. The devices included in the study were amplatzer pfo occluder, gore cardioform septal occluder, helex, occlutech figulla, noblestitch, and solysafe. The article concluded that patients aged 60 or older experienced low procedural comorbidity 3-months post procedure and had no increased incidence of recurrent stroke or tia compared with patient younger than 60 years. However, the incidence of atrial fibrillation over 3 months after pfo closure was higher than observed. [The primary and corresponding author was anna damlin, department of cardiology, karolinska university hospital, karolinska university hospital, stockholm, sweden, with corresponding e-mail: anna.damlin@ki.se.] This study included patients treated with percutaneous pfo closure from 01 december 2001 to 30 april 2023. A total of 1101 patients were included in the study, of which 56% (620) received an abbott device. The median age was 48.4. The majority gender was male. Comorbidities included cancer, chronic obstructive pulmonary disease, deep venous thrombosis, diabetes, atrial fibrillation, ischemic heart disease, hyperlipidemia, hypertension, pulmonary emboli, and renal insufficiency.